Manufacturer narrative:
The suspect product was returned for evaluation. Visual inspection was performed and was found that there was an adhesive pad and flange present at the infusion site and a bent cannula. The tubing set had no anomalies. The lot history review was performed, and it was confirmed that there were no previous conformities noted. Occlusion test was performed using hydrostatic pressure pump and it was noted that there was no free flow in the tubing set. Upon closer inspection under magnification, the occlusion was located to be within the needle lumen due to a solvent membrane. The allegation made by the complainant was confirmed. The probable cause was due to a solvent application error during manufacturing.

Event description:
It was reported that a patient experienced high glucose levels due to occlusion of an infusion set. There was no patient harm reported.